Manufacturer narrative:
The reported event of the stylet not coming out and damaging the inner filars were confirmed. The cause of the reported events were isolated to the bunching of the inner coil and ptfe coating of the stylet, consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device upgrade, the physician was unable to remove the stylet from the lead after the catheters were split. While attempting to remove the stylet with hemostats, the lead was crumpled and twisted. The physician elected to remove the lead and implant a new one. When implanting the new lead, the physician attempted placing outer guide catheter around the lead to help position the lead, but it did not help. The physician alleged that the construction of the lead or stylet caused the stylet to be held in place damaging the inner filars and exposing them. A new lead was successfully implanted. No patient symptoms were reported.